Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a275 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that on the (B)(6) of april 2017 the patient thought that their lead may have moved. The patient was going to a clinic for them to make a decision. There were no patient symptoms reported. No further complications were reported.